Event description:
Three different patients were undergoing dialysis at an outpatient location on threee date. The blood set cartridges caused blood leaks on all three patients. No injury occurred and the pts were switched to other machines.

Event description:
Three different patients were undergoing dialysis at an outpatient location on the dates of 6/27/06, 7/3/06, and 7/4/06. The blood set cartridges caused blood leaks on all three patients. No injury occurred and the patients were switched to other machines.

Event description:
Three different patients were undergoing dialysis at an outpatient location on the dates of 6/27/06, 7/3/06, and 7/4/06. The blood set cartridges caused blood leaks on all three patients. No injury occurred and the patients were switched to other machines.